Manufacturer narrative:
(B)(4). D10: cat: 110031399 lot: 66817345 mini standard thickness +0mm taper offset 40mm diameter humeral tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised two months post implantation due to disassociation between the poly and the humeral tray. The poly was only revised. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d8; g1; g3; g6; h1; h2; h3; h4; h6; h10. The reported disassociation event is not confirmed. No product was returned or pictures provided of the bearing; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.